Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak alarm occurred at the start of a routine hemodialysis treatment. The operator noted the effluent was pink. The operator discontinued the treatment without rinseback of the patient's blood, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to the operator not performing rinseback of the patient's blood. The user's guide instructs the operator to promptly rinseback the patient's blood in the event a blood leak alarm occurs and the waste fluid is pink. Inspection of the returned cartridge determined that a leak occurred at the arterial inlet to the dialyzer. The exact cause of the leak is unknown at this time and is under further investigation. If any information is found regarding the reported blood loss, a follow up report will be submitted as appropriate. Each filter is leak tested multiple times during the filter and cartridge manufacturing process. The cycler alarmed appropriately. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified. There have been no similar problems reported subsequent to this event.